Event description:
Caller reported damage to the pump housing and usb port, which impacted their ability to charge the pump and caused it to shut down. Despite this, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to continue using their current pump until the replacement arrived and, if necessary, to rely on multiple daily injections.